Event description:
As reported by the rep: "we removed an mdm construct and replaced with a constrained liner. Instability was the issue." It was reported through the submission of a revision implant sheet that the patient's right hip was revised. Comparing information with the patient's previous revision, an mdm metal liner, adm/ mdm poly insert, and femoral head were revised to a 0° constrained liner and 22.2 +8 v40 femoral head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.